Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes d.10. Returned to manufacturer on:(B)(6)2020. H.6. Investigation: a device history record review was completed for material number (B)(6)and lot number 8296774. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample was received in a plastic bag for evaluation by our quality team. A visual inspection was performed and no defects were seen. The sample was then connected to a syringe where saline solution was both drawn and expelled with no issues and normal flow. Based on the investigation results, the sample received did not show the symptom reported by the customer.

Event description:
It was reported that the bd nokor¿ filter needle was blocked from drawing up medication before use. The following information was provided by the initial reporter, translated from chinese to english: "the hospital found that it was unable to extract the liquid medicine when using a (B)(6) batch of filter needles, and it was suspected that the filter membrane was blocked. After repeated attempts to extract, it failed to worry about the quality of the medicine. Affected, the drug was not used, resulting in medicine loss. Later, by repeatedly pulling the plunger of the syringe, it can be withdrawn.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nokor¿ filter needle was blocked from drawing up medication before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hospital found that it was unable to extract the liquid medicine when using a 8296774 batch of filter needles, and it was suspected that the filter membrane was blocked. After repeated attempts to extract, it failed to worry about the quality of the medicine. Affected, the drug was not used, resulting in medicine loss. Later, by repeatedly pulling the plunger of the syringe, it can be withdrawn."